Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspection was performed on the returned device. The failure to deploy was not confirmed. It may be possible that during use in the anatomy, the distal sheath was entrapped in the vessel causing resistance with the thumbwheel and partial stent deployment; however, this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported deployment issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 6.0 x 60 mm absolute pro stent delivery system (sds) was advanced to the lesion; however, the thumbwheel would not move to deploy the stent. A new unknown device was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided. Return device analysis revealed that the stent was partially deployed for a length of 6 mm.